Manufacturer narrative:
The alleged event was not confirmed by the plant. The device was not returned for investigation. All companion samples were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient (pt) called needing assistance to cancel the treatment; pt is currently on dwell 5/5 with at time remaining of 25/46min. Pt stated her cat bit one of the supply bag tubing and started to leak; pt would like to end the treatment to get everything off the cycler. Patient completed treatment with continuous ambulatory peritoneal dialysis. Patient subsequently reported abdominal pain. As a result, the pt. Went to the emergency room (ER) and was subsequently admitted to the hospital. The pt¿s admitting diagnosis included severe sepsis related to (B)(6) peritonitis secondary to the pd catheter (not a fresenius product). The pt. Was empirically treated with the antibiotics vancomycin (unknown dose, route) and cefepime (unknown dose, route) then switched to ancef (unknown dose) intraperitoneal (ip). Details surrounding renal replacement therapy (rrt) during hospitalization are unknown. During hospitalization, the pt. Was treated with lactulose for constipation. Furthermore, review of medical records revealed a recorded diagnosis of hypervolemic hyponatremia (sodium 131 on (B)(6) 2017). The pt¿s baseline sodium prior to and upon hospital admission are unknown. Additionally, there is no documentation indicating the cause or treatment (if any) for the pt¿s hypervolemic event. The pt. Was discharged on (B)(6) 2017 continuing pd therapy with the antibiotic ancef 2 grams (g) daily ip for 14 days. The alleged device was requested for return.